Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 180 to 200 ohms for approximately the past year. The physician was aware of this. No troubleshooting was performed and the patient declined further testing at that time. No adverse patient effects were reported. The device remains in service.